Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to establish wireless telemetry. The ICD was not implanted. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. The reported non-functional telemetry condition was due to a resistive open circuit in a diode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.